Event description:
The physician noticed one beat of pacing inhibition on an hourly basis while the patient was in the hospital. There were also whole telemetry screens of inhibition. The device was explanted without contacting a sjm representative to troubleshoot.

Manufacturer narrative:
The pacing inhibition was simulated while the device was being tested in saline with leads. It was found that under stimulus, the device would sense mechanical input as electrical activity, and it would detect intervals on the ventricle sensing input. The device was x-ray inspected, and no anomaly was detected. The device met all electrical specifications. The inhibition anomaaly most probably was caused by the damage to the septa that was observed upon receipt of the device for analysis.